Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Post market vigilance (pmv) led an evaluation of one device. The following information was received in the incident description from the account: during a cholecystectomy procedure the account experienced malformed clips and no firings. Without the device pmv was unable to confirm the reported condition. Records from each manufacturing lot are thoroughly quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the cholecystectomy, while the clip being applied to cystic artery, "clips malformation and no firings". The clips or other part of the device fall into the cavity of the patient, they were retrieved through a grasper. The current status of the patient: healthy.